Event description:
Pt was in hosp wheelchair. Leg brace on wheelchair came off. Leg was then sliced and bleeding. Maintenance checked new wheelchair. No sharp parts. All mechanical parts working. Took to emergency dept for minor cuts, and laceration.